Event description:
Patient is known to have type 1 diabetes (diagnosed in 2007) and is managed using a medtronic insulin pump. The subcutaneous infusion catheter that the family uses is the sure-t inset. This is a 90 degree insert that is a stainless steel needle that is changed out every 2-3 days. Father was recently changing out the infusion set and when he removed sure-t infusion set (for routine set/site change) he noticed that there was no needle on the end of the set that was removed. Parents could not recall ever noting a missing needle tip with past infusion set removals but have been doing this every 2-3 days for years and so may possibly have missed this in the past. X-ray imaging of the region identified a total of 4 metallic linear foreign bodies that fit the dimensions of the infusion set needles.